Event description:
A revision procedure was performed and this rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting shock impedance measurements greater than 125 ohms during isometric testing. Additionally the lead was exhibiting noise, however no oversensing was reported. The physician reported the lead was previously found to have insulation damage which had been repaired with medical adhesive. The physician plans to continue monitoring the situation and no adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.